Event description:
A 26mm diamter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unk. The pt arrived at the hosp with severe abdominal and flank pain approx 48 hours pre-surgery. A computed tomography scan demonstrated a ruptured abdominal aortic aneurysm; however there was some possibility that there was perforation due to diverticulitis. It was reported that the pt was going to be transferred by helicopter from one hosp to another hosp when the pt became hypotensive. The pt was removed from the helicopter and given 6 units of blood before successful transfer. It was reported that the pt arrived with clinical hypotension with no discernable blood pressure although a heart rhythm was discernable. In the operating room the physician attempted to obtain superficial celiac control. The pt had an intraperitoneal rupture with massive exsanguinations of blood. The physician opened the aneurysm and the retroperitoneal hematoma; the pt did not survive. It was reported that the pt expired in.